Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colorectal procedure, during colon resection, the staple line of two reloads were incomplete centrally. There were a lack of staples in the middle of the staple line. Another resection was performed with a new reload to fix the staple line.